Event description:
Pt implanted in the vermilion borders in 1999. Onset of implant extrusion, visible, palpable, displacement, wound drainage, infection, pain and scarring 07/16/1999. Implant explanted 1999, revised 1999 and explanted 1999.